Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown nail. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the during insertion of a guide wire before using screw, the guide wire was interfered with a screw hole of nail. The surgeon somehow inserted the guide wire and could insert hip screw at the distal part. A guide wire was interfered with the nail also at the proximal part. So, the surgeon decided to not insert the screw at the proximal part and complete the procedure. There was a report of a ten minute surgical delay. This report is for an unknown nail. This report is 5 of 5 for complaint (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.